Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The extraction peg broke off.

Manufacturer narrative:
The complaint states the extraction peg broke off. No device was returned hence the complaint cannot be confirmed. A complaint database search identified similar complaints received and a trend identified. The investigation identified that an incorrect material had been used during manufacturing, which would have been likely to contribute to the product breakage. Reference CAPA (B)(4) for further corrective and preventative action information. However without further information (return of the product or lot number) the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.